Event description:
The consumer reported via the manufacturer representative that they had been getting horrible stimulation on their right side and knee. The patient had fallen and impedances were all out of range. An impedance check was done and the office was referring the patient for revision. The issue not resolved at the time of the report and it was unknown if a revision was planned. The indications for use were spinal pain and lumbar radiculopathy.